Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting and explanting surgeon is: dr (B)(6). (B)(6) hospital (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e0123: captures the reportable event of femoral nerve damage. E0126: captures the reportable event of left femoral neuropathy. E2330: captures the reportable event of leg pain, left groin pain, and lower back pain. E1621: captures the reportable event of left lower extremity weakness. E0506: captures the reportable event of vaginal bleeding. E2401: captures the reportable event of pelvic floor dysfunction. E2308: captures the reportable event of disfigurement. The imdrf impact code capture the reportable event of: f1202: captures the reportable event of mobility impairments and left-sided limp. F1905: captures the reportable event of partial device excision.

Event description:
It was reported that the patient had an advantage fit system implanted during a procedure and has since experienced complications, including femoral nerve damage, left femoral neuropathy, mobility impairments, ongoing leg pain, left groin pain, lower back pain, pelvic floor dysfunction, left lower extremity weakness, urge urinary incontinence, stress urinary incontinence, and vaginal bleeding. Furthermore, the patient developed a left-sided limp. As a result, the patient underwent a partial mesh removal surgery. The patient suffered significant pain, unnecessary expense, embarrassment, disfigurement, and harm due to the implanted device. Additionally, the patient claims that she may have to undergo additional surgery and may suffer future damages such as significant pain, severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering, and medical expenses due to the implantation of the device.